Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that when the iol was moving inside the cartridge, the doctor felt resistance and stopped implantation. The lens was ejected outside the patient. The lens had a damage of the optical part. The patient was left with aphakia. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Within the rayone IFU "use of rayone" section "fig 7" it states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The delivery of the lens outside of the eye with a damaged optic is indicative of the lens having got trapped; however, the mechanism by which this has occurred cannot be established from the limited evidence and information available. Our review of production records for the rayone trifocal rao603f batch 093225406 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 093225406.

Event description:
On 18th september 2024, rayner received notification from its distributor in russia of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that when the iol was moving inside the cartridge, the doctor felt resistance and stopped implantation. The patient was left with aphakia.